Event description:
Customer reported an issue with her device where the battery depletes faster. There was no adverse impact to blood glucose level. She declined follow-up from technical support, and since the device is out of warranty, she is in the process of obtaining a new one. No additional outcome details were provided.